Manufacturer narrative:
Corrected: d4 model number this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, analysis of the returned foreign object/black piece of rubber, reported to have been found inside the oer-3 cleaning tank, had components similar to those found in the hoses used inside the washing machine. After review of the reprocessing procedure information provided by the facility, there were no obvious deviations from the IFU recommendations. The root cause of the remaining foreign material/black rubber could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sales representative reported on behalf of the customer that after cleaning the gif-h290, a black piece of rubber was found inside the oer-4 cleaning tank. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).